Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. A request was made to have data from this icm device analyzed. Analysis of icm device data found the battery voltage had dropped in an irregular manner. Premature depletion of the battery was confirmed; however, the root cause is unknown. To determine the root cause, the icm device should be returned for analysis; however, this is not possible since the patient stated they did not want to have their icm device explanted. No adverse patient effects were reported. This icm device remains implanted in the patient.

Manufacturer narrative:
This report is report is being submitted to correct the date of event field (b3) in section b, adverse event/product problem.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. A request was made to have data from this icm device analyzed. Analysis of icm device data found the battery voltage had dropped in an irregular manner. Premature depletion of the battery was confirmed; however, the root cause is unknown. To determine the root cause, the icm device should be returned for analysis; however, this is not possible since the patient stated they did not want to have their icm device explanted. No adverse patient effects were reported. This icm device remains implanted in the patient.